Event description:
The switch emitted smoke. Co's inspection revealed a break in the line cord at the strain relief. The use of the flexible strain relief has reduced the breakage of the cord. Co has added a caution to the labelling to not flex the power supply cord needlessly. Remedial action has been accomplished. No deaths or injuries were reported. This report is being made to comply with regulatory letter 90-dt-12.